Event description:
Customer states that the pt tested 44mg/dl and 106mg/dl on the same device within 2 minutes. Pt reportedly had a circulation issue regarding blood flow. No action was reportedly taken based on device results. No adverse event reported and no treatment received. Quality controls were reportedly used and fell within acceptable limits. Requested return of suspect device and replacement was sent.